Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 869-021, 510k #k040962 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar fixation at l4-iliac due to lumbar canal stenosis. On an unknown date, post-op, rod breakage occurred at l5/s1 (on both sides). It was planned to replace the rods on (B)(6) 2019, but it unknown if the revision has been performed yet. Patient symptoms or complications as a result of this event were unknown.